Manufacturer narrative:
This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(6) 2013 from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using reach johnson and johnson reach clean burst cinnamon dental floss for oral hygiene (route dental, lot number 0863d, frequency, expiration date unspecified). The consumer mentioned that the metal cutter broke off and fell into the container while cutting the floss. This report had no adverse event and action taken with the device was unknown. This report was considered as a reportable malfunction case in the united states.

Manufacturer narrative:
This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on 08-nov-2013 from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, the consumer started using johnson and johnson reach clean burst cinnamon dental floss for oral hygiene (route dental, lot number 0863d, frequency, expiration date unspecified). The consumer mentioned that the metal cutter broke off and fell into the container while cutting the floss. This report had no adverse event and action taken with the device was unknown. This report was considered as a reportable malfunction case in the united states. Additional information was received on 05-dec-2013. The field sample had not been received to date for evaluation. The retain sample was visually analyzed according to product specifications and test method by appearance and all test results were within specifications. A review of the complaint data associated revealed no unfavorable trends and no trend involving lot number 0863d. A device history record review for final packaging, hand packing and incoming revealed no non-conformances or abnormal situations related to the lot number or product name. The complaint should be closed with a disposition of undetermined because there was no evidence found to indicate this issue was due to the manufacturing of the product. The review of the manufacturing related issues documentation, retain sample and the data associated with the complaint category revealed robust actions and effective control points for cutter breakage defect. Based on the information available, this device was used as intended for treatment. This report remains as a reportable malfunction case in the united states.